Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had vibration. It was further observed that the device had cord damage and illegible etch. It was determined that the device¿s connector was loose and device was making excessive noise. It was further determined that the device failed pretest for visual assessment to verify that all markings were present and legible, visual assessment to verify that the cord was not damaged, and noise assessment. It was noted in the service order that the hose of the device was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of the device experiencing vibration identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).